Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
(B)(4): serf rc-24-0258 it was reported that patient was revised with the cup changed position and added leg length. Original cup spun, was well fixed at revision and hip was impinging at new cup position. There was no loosening.